Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection in a liver transplant, the clip was applied to a vessel to remove the native liver. It was also reported that the liver was generally mobilized to dissect posteriorly, however, it was discovered that it had fallen off the vessel but was able to retrieve. There was a significant blood loss but quickly contained. They opened and used several appliers to complete the case.